Event description:
During an in-clinic follow-up, noise was reported on the right atrial (ra) lead. No intervention has been performed. The patient was stable and wil continue to be monitored.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.